Manufacturer narrative:
The initial reporter information was not provided.

Event description:
An advocate stated the customer received a blood glucose reading of 44mg/dl on the contour meter and the school meter read 148mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse event was alleged.the advocate was advised to return the test strips for evaluation.replacement test strips and meter were sent to the customer